Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was discarded, but pictures were provided. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. After visual evaluation of the provided pictures the defect was confirmed, however, the cause is undetermined. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer reported to customer service team that they identified a leak in the segment of the union with the pump. The issue was observed when the patient was connected to the pump; however it was confirmed that there were no injuries, damages or consequences to the patient. Sample is not available since it was filled with blood; but the patient sent some pictures for evaluation.